Event description:
It was further reported that there was intermittent failure to capture and increased atrial thresholds. The patient was enrolled in the system longevity study.

Event description:
It was reported that the atrial lead was found to be dislodged during followup at the clinic. Dislodgement was confirmed on x-ray. During the procedure several attempts were made to reposition the lead with subsequent dislodgement immediately. The physician felt there may be helix damage or a malfunction even though on fluoroscopy it appeared to extend and retract. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed and no anomalies were found. It was noted that there was blood/body fluid on the proximal conductor (not obstructed), the outer insulation was breached cut, there was blood in/on the helix/lobe mechanism, there was tissue on the helix and there was apparent explant damage.